Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went into the water while wearing the insulin pump. The device already had a crack by the battery compartment. The device began to constantly beep. The patient's blood glucose at the time of incident was 83 mg/dl. During troubleshooting the caller was unable to identify the cause of the crack that allowed the moisture ingress. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, case cracked behind and on the side of pump near the battery compartment, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.